Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilled. This was discovered during use. The following information was provided by the initial reporter: material no. 363083 batch no. 9184802, 9158817 and 9184803. It was reported that tubes were overfilled. Complaint: citrate (light blue) vacutainer tubes were shown to over-fill during random tests. These tubes were not distributed to the hospital floors and complaint was reported to their distributor.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9184802, medical device expiration date: 2020-04-30, device manufacture date: 2019-07-03, medical device lot #: 9158817, medical device expiration date: 2020-03-31, device manufacture date: 2019-06-07, medical device lot #: 9184803, medical device expiration date: 2020-04-30, device manufacture date: 2019-07-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilled. This was discovered during use. The following information was provided by the initial reporter: material no. 363083 batch no. 9184802, 9158817 and 9184803. It was reported that tubes were overfilled. Complaint: citrate (light blue) vacutainer tubes were shown to over-fill during random tests. These tubes were not distributed to the hospital floors and complaint was reported to their distributor.